Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22119317, d.4. Medical device expiration date: 18-nov-2025; h.4. Device manufacture date: 17-nov-2022; d.4. Medical device lot #: 22129197, d.4. Medical device expiration date: 09-dec-2025, h.4. Device manufacture date: 09-dec-2022. H.6. Investigation summary: a complaint of drip chamber snapping off was received from the customer. A photo was received from the customer. In the photo, the drip chamber is seen to be separated from the rest of the set. The customer complaint was confirmed. A device history record review for model 10014881 lot number 22119317 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18nov2022. The customer complaint was confirmed. A device history record review for model 10014881 lot number 22129197 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 09dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set drip chamber snapping off. No patient impact. Verbatim: drip chamber snapping off. Ongoing issue for mgh with tubing set. Was there any leakage of medication/fluid? Yes.